Event description:
An international distributor contacted dexcom technical support on (B)(4) 2013 to report that on (B)(6) 2013, the patient experienced a broken sensor wire. The distributor reported that treatment was not required.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.